Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. The date when the issue was discovered is unk. No visible damage to the outside of the alarm reported. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The unit power up, but the nurse call led light did not come on at the nurse call test fixture when weight is off the sensor pad. Visual findings noted the warning label is torn. The unit case is cracked on the top corner and near the battery door. The unit top and button corners are chipped. The battery springs are bent and have battery leakage residue. (B)(4).